Event description:
Customer reported the image cuts out when orbital angle is 90 degrees. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the connectors the image intensifier and camera. System operates as intended.